Event description:
On (B)(6) 2014, a customer reported an unexpectedly compatible set of crossmatches when testing a blood sample on a galileo echo, with a subsequent potential for a transfusion error.

Manufacturer narrative:
Immucor technical support interviewed the customer on (B)(4) 2014 regarding the instrument and also the testing outcomes. Customer was unable to return blood samples or product back to the immucor laboratory for investigation. An immucor field service engineer visited the customer site to assess the instrument. It was found that the washer manifold tube connection was loose. This connection was subsequently tightened.